Event description:
It was reported that the powder leaked from the package. The surgeon used a spare product and the procedure was completed.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.